Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer's blood glucose level was impacted, however no specific value was provided. It was indicated that the customer had manual injection available as an alternative insulin therapy.